Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a bent battery contact, and a scratched lens. Functional testing was able to verify and duplicate the reported problem. The root cause was unable to be established. The main board and the rear housing were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error 1660 and a bent contact. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.